Manufacturer narrative:
The subject device had been cleaned manually using steris medical enzyme detergent, followed by disinfection with lircon phthalaldehyde solution, and sterilization by soaking the device for five minutes at 26 degrees. The suspect device has not been returned to olympus for evaluation and the investigation is in process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
While onsite the customer's facility, an olympus field service engineer (fse) reported the brush bristles fell off the channel cleaning brush after first use. The reported issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. From the appearance, the cleaning brush was a product after repeated use: the brush bristles fell off, the cleaning brush shaft was rusty and had bending marks. Damage caused by repeated use and improper external force was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, repeated use caused bending and buckling of the brush part, and the bristles of the brush fell off. The event can be prevented by following the instructions for use which state: "the channel cleaning brush is a consumable item. Repeated use may cause the brush to bend or buckle, causing the brush to break and come off the shaft. Before and after using, be sure to check that the brush part is not damaged. If the brush part comes off after brushing the channel of the endoscope, use a new brush or forceps to check if the brush part remains in the channel. Please insert and check, and be sure to collect the brush part. If endoscopy is performed with the brush left inside the channel, it may fall out into the body cavity during the examination. In addition, depending on the place where it remains, it may not be found even if a new brush or forceps is inserted. If you cannot find or collect the brush, please contact the endoscope customer service center, our designated service center, or our branch or sales office." Correction to h8: after device inspection, the usage was confirmed to be reuse and not initial use as reported initially. Olympus will continue to monitor field performance for this device.